Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. The pump was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and cracked reservoir tube retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery now alarm. The customer¿s blood glucose level was 35 mmol/l. The insulin pump will be returned for analysis.